Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the sdw was seen to be kinked. The sdw was seen to be severely deformed (stretched). The stent was seen to be deformed and had dried blood present. The introducer sheath was not returned. The device was returned with a non-stryker catheter. Functional inspection was not carried out due to the condition of the returned device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported sdw deformed was confirmed during analysis. The reported sdw stuck in stent could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Addition information received was that the device was prepared as per the directions for use. The device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, the stent was found to be severely deformed. The (sdw)- stent delivery wire was returned and found to be kinked and severely deformed. The stent introducer sheath was not returned for device analysis. It¿s likely when the reported difficulties to remove the sdw would lead to manipulation of the device causing the damage noted to the device during analysis. As the additional information indicates that it was confirmed that the stent was successfully deployed, and that the deployed stent was then removed from the patient with the sdw (pusher wire), which was confirmed with the returned stent; an as analyzed code of ¿stent dislodged/migrated¿ will be assigned. The as reported ¿sdw deformed¿ and ¿sdw stuck in stent¿ as well as the as analyzed ¿sdw kinked/bent¿, ¿sdw deformed¿, ¿stent deformed¿ and ¿stent dislodged/migrated ¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the delivery wire of the subject stent got stuck in the deployed stent and physician could not remove it. The delivery wire of the subject stent got stretched. The subject stent was removed with the delivery wire from the patient¿s anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.